Event description:
Meter true2go gave a reading of 328 first time. Gave our daughter another insulin shot based on reading. A few hours later our daughter had a seizure (first time for our daughter to have a seizure). Check blood glucose during seizure on true2go meter. The reading was 114. The ems asked if they could check our daughter's blood glucose on their meter and I said yes. Ems meter gave a reading of 28. Daughter went to the ER. Had to be treated. Dates of use: (B)(6) 2012.